Event description:
The intra-aortic balloon could not be removed from the artery without risk of damage or disruption to the femoral artery. There was a firm and immobile thrombus that was present in the intra-aortic balloon that was found during surgical removal.